Event description:
An rn started bladder drill on the patient. The foley catheter was emptied, and 300ml ns were instilled into bladder. The rn went to deflate the balloon and 5ml of saline came out. The rn repeatedly tried to continue to deflate the balloon but only air came out. The balloon was tested and remained securely in place. Three other nurses were called to assist in multiple attempts to empty balloon. The tubing would collapse with attempt to suction, so the rns ended up cutting foley catheter. A needle was used to gently poke section of the catheter. After several attempts, water emerged and the foley came out. The patient stated that although she felt pressure, the incident had not caused any pain. This foley had been in place less than 24 hours. The foley was saved and will be returned for failure analysis. Manufacturer response: for catheter, coude, bard® lubricath® foley catheter (per site reporter): the device will be returned for failure analysis. Any response will be shared with medsun.